Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Tightness in throat [throat tightness]. Tightness in upper chest, just below my throat [chest discomfort]. Difficulty getting deep breath/respiratory distress [respiratory distress]. Allergic reaction [hypersensitivity]. Case description: spontaneous report received on 17-mar-2010 from healthcare provider with a history of left knee arthroscopy, knee pain and an allergy to compazine, who experienced a tightness in the throat, airway difficulty, tightness in the upper chest, just below the throat and an allergic reaction (nos) after starting synvisc. The pt received the first synvisc injection into the left knee on an unspecified date in 2008. The pt received synvisc at the suggestion of a physical therapist for ongoing pain issues. The pt was not allergic to poultry protein, eggs or feathers and had the injection in a sterile manner. About 3-4 minutes after the injection the pt felt a mild tightness in the throat. The pt was still in the physician's office, but did not say anything because the pt was counseled before the injection that there were no allergic side effects unless the pt was allergic to poultry, protein, feathers or eggs. Because the pt did not have any of those allergies, the pt felt the pt had no risk. The pt stated that the throat tightness was mild, but felt the pt would be alright and thus did not mention it to the surgeon. Fifteen minutes after the injection, when the pt was driving away from the doctor's office the pt experienced an increased tightness in the throat, had some airway difficulty and felt tightness in upper chest and just below the throat. The pt went back to the hospital. By the time the pt got back into the hospital and was waiting for the elevator the pt was having more difficulty getting a deep breath. A passing physician saw the pt in respiratory distress and got the pt a wheelchair and took the pt to the emergency room. In the emergency room, the pt was given an albuterol nebulizer treatment, intravenous benadryl, and a mini intravenous bag of decadron. Within 90 minutes, the pt felt relief of airway construction and the chest tightness was relieved in full. The pt was discharged in about 3 hours. The emergency room physician called the pt's surgeon and told him it was "impossible that the pt had an allergic reaction because that just doesn't happen unless the pt is allergic to poultry proteins, eggs or feathers." The emergency room physician told the pt that the pt did indeed have an allergic reaction. The pt was a nurse and noted the pt was allergic to compazine and had the same symptoms when the pt took compazine some years ago. The pt said it was a similar experience to how the pt felt after the synvisc injection, but just less pronounced. The other two synvisc injections were cancelled. The pt noted that the pt found several sites on an internet search identifying infrequent, but known respiratory reactions to synvisc injections. At the time of this report the pt was recovered. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.